Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, when deploying the device, the suture and foot attachment ripped through the artery. To control bleeding a 6-french sheath was re-inserted into the vessel; however, bleeding continued. The sheath was upsized from an 8-french, to a 9-french sheath, to a 10-french sheath, but bleeding continued. Surgical intervention was used to control arterial bleeding. The vessel was surgically sutured to achieve hemostasis. The physician did not believe the reported experience was as a result of the proglide device deployment, but was due to the artery being very thin from plaque. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. During the procedure, an ipsilateral femoral venous sheath was present in the femoral vein. The perclose proglide device instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with an ipsilateral femoral venous sheath present during the catheterization procedure.

Event description:
Subsequent to the initial medwatch report, the following information was received: arteriotomy closure of the right common femoral artery was attempted after a percutaneous coronary intervention. Reportedly, during the procedure, an ipsilateral femoral venous sheath was present in the femoral vein. When the device was pulled back to place the foot on the anterior surface of the vessel wall, the suture and foot attachment ripped through the artery. The vessel was reportedly not a normal healthy vessel, but was friable and very thin from plaque. No additional information was provided.